Event description:
The contact stated the customer's blood glucose readings had been higher than usual. While troubleshooting, the contact performed control tests and received results of 201 and 233 mg/dl. The normal control range is 96-132 mg/dl. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.